Manufacturer narrative:
The follow-up report will be submitted upon completion of the investigation.

Event description:
Report received stated that after connection of an express drain it was noted that there was no water in the air leak chamber (c). The suction was turned off and the chest drain clamped, water was then added to (c) and it was then noticed that there was fluid near the regulator (e) of the drainage system.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Correction: the customer reported that after setting up the drain on a patient, they noticed the water seal chamber had no water in it. They clamped the patient tube and added water to the chamber. They then noticed that there was fluid in the bellows chamber. They reported this as a potential internal leak. The product was returned for evaluation and no evidence of an internal leak could be found. The welding around the bellows chamber was inspected and no defects were identified. The complaint could not be confirmed. A DHR review was completed and no nonconformances in manufacturing were identified. A review of relevant procedures and equipment was also completed and nothing was identified that is suspected to have contributed to the complaint. The IFU for this device provides instructions for how to set up and position the drain correctly. It is suspected that these instructions were not strictly followed (the drain was not kept upright at all times during use). The complaint trending review did not identify any excursions. The complaint history review found one related complaint, in which fluid was noticed in the bellows chamber. It was concluded in that complaint that the drain had been knocked over. A review of cars/capas was completed which identified one car resulting from a complaint of an internal leak in the collection chamber. The drain was evaluated and the complaint could not be confirmed. It was suspected that the leak resulted from a knock over.